Event description:
Neurosurgeon was performing stereotactic biopsy using crw arc sys. Pt was scanned with uclf. Target coordinates were calculated for a different localizer geometry. The needle was inserted at incorrect location, approx 3 cm off. Neurosurgeon was provided with correct coordinates, and procedure was completed without incident.